Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that "found broken on the side of the packaging - corner of plastic packet broken, sterility compromised." It is unknown if this was found prior to or during the procedure and it is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n92595. The analysis results found that the harh23 device was returned outside its package. In addition, only the tyvek was returned for analysis. Upon visual inspection, it was observed a piece of the blister was still attached to the tyvek. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.